Event description:
It was reported that pump screen stayed dark and was very difficult to turn on, requiring multiple presses of wake button. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to use firm finger pressure directly on wake button while supporting bottom of pump, confirmed ability to put pump into storage mode, and agreed to return device, while technical support arranged shipment of replacement pump and advised customer to reprogram pump settings and reconnect cgm on replacement pump.